Event description:
Ous MDR - after an implantation period of about 14 months, oversensing of atrial fibrillation with inappropriate therapy was reported. The device was reportedly reprogrammed and medical treatment was optimized. The device remained implanted at that time. No adverse patient side effects have been reported. This is all of the information that was provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.